Manufacturer narrative:
Age at time of event : 18 years or older.  (B)(4). Device evaluated by MFR.: the complaint device was returned for analysis. A visual examination identified a longitudinal tear in the balloon material 7mm from the tip a length of 5mm. There was blood in the lumen. There were no issues with the marker bands. A visual examination identified no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.0 x 40, 135cm mustang¿ balloon catheter was advanced for dilatation. However, during the first inflation at 15 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 5-40/5.3/75 mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.